Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for unspecified kidney issues. The customer indicated that the kidney issue was related to the long term effects of diabetes and was not related to the pump or pump supplies. The customer had turned off the pump while in the hospital. Although requested additional information was not provided.